Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6 fr angio-seal vip device was returned for product evaluation. The returned sample includes the hemostasis sheath, carrier tube, and arteriotomy locator. The device was subjected to visual and functional analysis. The device appears to be in used condition, with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the device tip. The device is set to forward lock position, deploying the anchor. The device is then reset to rear lock position, posting the anchor on the distal tip. The anchor is manually pulled, deploying the anchor and collagen. The device is disassembled, and the carrier tube is cut to reveal the tamper tube. The returned sample appeared to have been used and contained the anchor. The device was able to be deployed during functional testing. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. Upon attempting to close with the angio-seal, the device came completely out of the patient. It appeared that the device was missing the foot anchor for closure. The customer held manual pressure. The procedure performed was a left heart catheterization (lhc). No blood loss was reported. Additional information was received on 25sep2025: the procedure sheath size used was a 6 french. A pre-deployment angiogram was performed. There were no difficulties with arterial, sheath, guidewire, or catheter insertion. There were no issues with insertion of the device.